Manufacturer narrative:
Per the tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred and the cartridge was leaking from the septum. Tandem technical support educated customer on not adding insulin to the cartridge after loading onto the pump. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 70 mg/dl.